Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same date, the patient experienced low blood glucose (bg) of 38mg/dl with shakiness and dizziness. The patient was reportedly given oral carbohydrates and remained on the pump. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history did not match the programmed basal settings. However, the issue was determined to be related to a normal cartridge change. Troubleshooting confirmed that the basal history did match the active basal program. The reporter noted that the patient had undergone a recent change in medication. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with user error, in that the basal settings were incorrectly programmed.